Event description:
Caller reported a malfunction occurred on the pump, displaying a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer reset the pump on their own before contacting support. Customer technical support (cts) decided to replace the pump and advised the caller on using a backup insulin pump to avoid interruptions in insulin delivery. The caller was informed they would receive a pump with updated software and was advised on proper procedures when using a g7 sensor. Instructions were given for returning the defective pump, which the caller understood and acknowledged.